Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is still ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: nurse shower there was a half given ofirmev syringe dose. The dose was programmed to 198 mg=19.8 mls. However, there is 8 mls of medication left in the syringe. Medication was scanned at 16:44 and the night nurse noticed the syringe when she was going to hang her next syringe medication at 21:45. Other nurse were present to confirn that 8ml were left in the syringe.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.